Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of post-paced t-wave oversensing. Recommended programming changes were made. Dft testing was discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing via merlin.net transmission. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were recommended and will be discussed with a physician. No further information is available.